Manufacturer narrative:
On 08/26/2016 a medtronic representative performed a navigation system check-out, hardware and instruments areas passed. Software test failed. Suspected failure of navigation system to be able to retrieve siemens orbic images after a spin. Failure: interface problem was determined not to be with the navigation system. Problem was found to be the siemens orbic unit. After meeting with siemens representative, found that the orbic was not able to find the navigation system network due to corrupt files within the database. Once siemens was able to rebuild the database, performed 3 different spins in an attempt to recreate the issue. We were successful in transferring all necessary information to the medtronic imaging system. Issue resolved. System performed as intended. On 09/15/2016 software investigation completed. Findings are that the navigation system was never the problem. Reported problem was found to be the siemens orbic unit. Software is functioning as designed. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, the site was having difficulty transferring exams from their siemens c-arm to their navigation system. The site had green status on the navigation system when the spins were initiated, and it would maintain a green status throughout the spin, however, after each attempt the scan would not transfer. They tried with their second navigation system, but the issue persisted. The site then re-booted the c-arm, and they were able to spin and transfer, however, they had already removed the reference frame and the surgeon opted to continue without navigation. There were no error messages on the c-arm or the navigation system after the scans. There was no delay of therapy. There was no impact on patient outcome.